Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a potential outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review. Additionally, review of the submitted log files confirmed low flow hazard events associated with the pump stop button being pressed. The submitted log files also confirmed elevations in pump power and flow; however, a specific cause for these elevations could not conclusively be determined through this evaluation. Furthermore, a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported fatigue and chest pain could not be conclusively established through this evaluation. The submitted log files collectively contained events from 02apr2024 through 17may2024. The file captured a low speed and low flow hazard alarms associated with a motor stop command on 07may2024. The file also captured an upward trend in pump power and flow, and an associated decrease in pulsatility index (pi), from 03may2024 through 08may2024. Elevations in pump power and flow were captured on 08may2024, 09may2024, 15may2024, and 16may2024. These elevations were captured during decreases in pi value and some were captured during pi events. No other notable alarms or events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of pump parameters, including pump power, pump flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 also explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. In reference to pi, section 1 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and a lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a low flow alarm on interrogation that was not noted on the patient's system controller. A ramp echocardiogram (echo) was done on (B)(6) 2024 and it was suspected that the intentional pump stop button might have inadvertently been pressed during the study. Log files confirmed a pump stop due to the intentional pump stop button being activated briefly at the system monitor. Power and flow was trending upward and pulsatility index (pi) was trending downward. Follow up log files revealed some transient power and flow elevations associated with pi events on 08may2024 and 09may2024. The patient was admitted on (B)(6) 2024 with fatigue and chest pain. Ventricular assist device (vad) parameters were stable on monitor. The patient was being actively monitored for thrombosis. Follow up log files contained pi events. A few power elevations above 10 w were also noted and a slightly increased trend in power and flow with a decrease in average pi. The patient's team began seeing their flow display intermittently (~1 second) showing "- - -" with no acute change in speed, power, or pi. Flows displayed on the system monitor were consistently >3.8 lpm. This indicated the patient was having transient flow drops. Follow up log files contained additional pi events with no further power elevations since the previous set of log files. The patient was tenuous. An urgent heartmate ii to heartmate 3 was being planned for the next 24 hours. The patient underwent an echocardiogram (echo), computed tomography angiogram (cta), left heart catheterization (lhc), and right heart catheterization (rhc). The echo showed high filling pressure and an ejection fraction of 20%. No acute findings were related to the vad. The CT showed suspected thrombus in the proximal outflow graft (ofg).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.